Event description:
During the procedure, the laser fiber broke outside of the patient. The surgeon's glove broke but no injury.======================manufacturer response for laser fiber, slimline single use fiber device (per site reporter).======================unknown.